Event description:
It was reported that during a mis lobectomy procedure, the fired reload cartridge broke apart on removal from the stapler. There were no issues during the firing and the staple line was intact. No action was required - the reload was being removed from the stapler. . There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.